Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and calcified mid right coronary artery (rca). The lesion was predilated with an unspecified 2.0 x 15 mm balloon. The 3.5 x 20 mm liberte monorail coronary stent delivery system (sds) was then advanced to the lesion, but the device was unable to cross the lesion. The device was removed from the pt and it was noticed that the distal edge of the stent was lifted up. The procedure was completed with another of the same 3.0 x 20 mm device with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.